Manufacturer narrative:
This report is filed march 11, 2016.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2015, resulting in fixture loss after sustaining a head trauma.